Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer had 5 incidents since (B)(6) 2017 where the customer almost died due to low blood glucose. The father had found the customer unconscious. The customer's blood glucose value was 38 mg/dl. No further information about the hospitalization was provided. The caller would call back again when they are ready to document the issues.